Manufacturer narrative:
The lot was manufactured june 17, 2017 - june 19, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The leak was observed during patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.